Manufacturer narrative:
(B)(4).

Event description:
The patient reported the implantable neurostimulator (ins) charge level was low, but he did want to charge because when he charged, his ins turned on and zoomed up quickly. He usually had to turn the stimulation down with his patient programmer (pp). Since he lost his pp, he was going to wait to get a pp replacement before he would charge his ins. There were no patient symptoms or outcome reported. The indication for therapy was spinal pain. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow up report will be sent.